Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully without a clinically significant delay. There were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully without a clinically significant delay. There were no adverse consequences or medical intervention.